Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('some cramps') and dementia alzheimer's type ('alzheimer') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dementia alzheimer's type (seriousness criterion medically significant), back pain ("lower back pain"), feeling abnormal ("I feel horrible") and constipation ("usually get constipated"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain lower, dementia alzheimer's type, back pain, feeling abnormal and constipation outcome was unknown. The reporter considered abdominal pain lower, back pain, constipation, dementia alzheimer's type and feeling abnormal to be related to essure. Concerning the injuries reported in this case, the following ones reported via social media: back pain, muscle spasms, constipation. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical problem no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('some cramps') and dementia alzheimer's type ('alzheimer') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dementia alzheimer's type (seriousness criterion medically significant), back pain ("lower back pain"), feeling abnormal ("I feel horrible") and constipation ("usually get constipated"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain lower, dementia alzheimer's type, back pain, feeling abnormal and constipation outcome was unknown. The reporter considered abdominal pain lower, back pain, constipation, dementia alzheimer's type and feeling abnormal to be related to essure. Concerning the injuries reported in this case, the following ones reported via social media: back pain, muscle spasms, constipation. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.